Event description:
User facility reported that the device listed was in situ for an unk amount of time when the eyelet of the tube tore. Replacement was required. No incident related medical sequela reported.

Manufacturer narrative:
One used sample was returned for eval. Visual inspection of the sample found that the eyelet had split in a way that is consistent with the use of a shard-edged tracheostomy tube holder. No other device issues were found. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.